Event description:
In 09/2001 the end-user called medtronic minimed, USA and related that the tubing is cracked and breaking off at the luer lock. High bgs. On 03/2002 maersk medical a/s received the complaint and 1 used tubing and 6 unused infusion sets.